Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed via MRI. Later healthcare professional reported "inner silicone touched the patient". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Event description:
Healthcare professional reported rupture confirmed via MRI. Later healthcare professional reported "inner silicone touched the patient". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.